Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. The parts were received assembled, yet the complaint was that the parts would not assemble. The liner rotates freely. It appears that someone attempted to remove the liner from the cup, damaging the liner in the process. If it was damaged before attempting to insert the head, the damage would certainly make that task difficult. No problem was found with the parts after investigation of device history records(DHR), deviation history, and dimensional/visual inspection. Root cause could not be determined as reported event was not substantiated. There are also some minor scratches and scuffs on the outside of the shell that were likely from transport and handling after the components were returned to biomet. Device analysis indicated that the device met specification.

Event description:
It was reported that during an initial total hip arthroplasty, the poly liner would not fit on the cocr head. There was no reported delay and another product was opened to complete the procedure. No additional patient consequences were reported.